Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5938j. Investigation summary: the analysis results showed that one ecr60b cartridge reload was received unfired. Further analysis showed that the one-piece sled was noted to be damaged. No functional test was performed due the condition of the cartridge. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the radical resection of esophageal cancer surgery, could not fire when severing the stomach tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.